Event description:
It was reported to boston scientific in 2008 that while using a foot switch the customer experienced the following: 'during ablation footpedal would buzz but no output power. May be a short in the footpedal.' Preliminary results from the investigation related to the device on MDR 2953184-2008-00041 was received on october 17, 2008. The info indicates a malfunction of the footswitch may cause accidental activation of rf. Due to the potential risk to the pt or user this complaint is similar and now considered a reportable event.

Manufacturer narrative:
Device is expected to return. A follow-up report will be submitted once investigation is completed. Remedial action has been initiated, due to the preliminary investigation info received.